Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by patient: we received a complaint from a patient regarding the new b. Braun rate flow sets. Patient feels the new set involves a safety risk. I'm not aware of any gravity tubing that stops the flow once the bag is empty. See patient comments below: "I just used the new tubing provided for the gravity. It is a major risk / concern. The old tubing would not continue once the bag was empty and did not allow air into the tubing. This new one however did and the air made it past the dial and was on its way into my heart when I caught it. It appears to me based upon this experience this tubing is unsafe." No injury reported.